Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The smart pass feature on this device had programmed itself off due to low intrinsic amplitudes and long intrinsic pauses. Technical services discussed some programming options. The patient was brought in for testing. The sensing vector has been reprogrammed and the smart pass feature has been turned back on. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of myopotential noise via decreased intrinsic amplitudes. The device sensing vector was in the primary vector setting at the time of the shock. Technical services discussed having the patient do a treadmill test to determine the best device programming. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The smart pass feature on this device had programmed itself off due to low intrinsic amplitudes and long intrinsic pauses. Technical services discussed some programming options. The patient was brought in for testing. The sensing vector has been reprogrammed, and the smart pass feature has been turned back on. There were no additional adverse patient effects. The system remains implanted.